Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided guidance for a complete pump reset and walked the caller through the process, which successfully resolved the issue, and the caller was able to start their sensor session without further errors.